Manufacturer narrative:
Other relevant device(s) are: product ID: 9735859, serial/lot #: none: unknown. It was noted that the bulkhead ethernet port was not functioning. They were able to bypass bulkhead connection and was able to connect to pacs. Replaced bulkhead ethernet port and system functioned as intended. The returned connector has no apparent physical damage but a closer examination revealed a broken contact inside the connector. A continuity test confirmed an open at pin 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site had difficulties pulling from the picture archiving and communication system (pacs). The clinical specialist (cs) was able to bypass the bulkhead to get around the issue. No patient was present.